Manufacturer narrative:
(B)(6). Lot 17j041 was manufactured september 28, 2017 - october 2, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor ruptured during filling with 39ml 5% glucose and 76ml of an unspecified drug. The glucose solution had been added and the event occurred when the second syringe of the unspecified drug was filling. The folfusor was filled slowly. There was no patient involvement. No additional information is available.